Manufacturer narrative:
Device received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test verify missing segments and partial display or unresponsive keypad due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that when the battery was inserted into the reported insulin pump, the screen flashed in black and white and siren sounded. Operation of the buttons also did not work. Forced termination was performed and siren stopped sounding. No further details given. Customer's blood glucose level was not reported. The device was not returned.